Event description:
It was reported that a patient experienced peritonitis manifested by fever and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient had been hospitalized for an unknown indication and a day later experienced peritonitis. The cause of the peritonitis was unknown. Five days after the hospitalization, the patient was discharged from the hospital. On an unreported date in the same month, the solution was getting cloudy and the patient was re-admitted to the hospital for 7 days for peritonitis. Treatment given during hospitalization was not reported. The patient was discharged from the hospital and was recovering from the peritonitis. Dianeal and extraneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.